Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the duodenovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide corrected and additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. Corrected fields: b3, b5, d9. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from: distal end, cfu: 2 cfu, bacterial identification: micrococcaceae, staphylococcus coagulase negative. The device was evaluated where no abnormalities were found that could have led to the reported event. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 3 colony forming units (cfus) of 2 environmental germs and 1 cfu of micrococcus luteus in the distal end. The device was retested on (date not specified), and it tested positive for 2 cfus of paracoccus spp and 1 cfu of an environmental germ within multichannels. The device was retested on june 5, 2025 and it tested positive for 2 cfus (each) of unspecified germs in the distal end and operation channel. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.